Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional devices reported via 2210968-2019-80295 and 210968-2019-80297.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture pulled off from the needle during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.